Event description:
The complainant alleged that while treating a pt that had arrested, age unknown, the device failed to deliver a shock and displayed a "defib disabled", "defib faut 72" and "pacer disabled" message on the monitor. The complainant was able to obtain another device and indicated that there was no adverse effect to the pt as a result of this reported malfunction.